Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lhr (f1528904) indicated that the mynx ace device lot met all established performance criteria prior to shipment. There were no ncmrs related to this issue. Based on the information provided and without the return of the device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that during sealant deployment of the mynx ace vascular device, button # 2 jammed and couldn't be pressed down to compress the sealant against the arteriotomy. The device was being used for vascular closure following a diagnostic procedure. Manual compression was applied for 30 minutes or less to achieve hemostasis. There were no kinks in the sheath upon removal. The patient was described as "fine" and hospitalization was not prolonged as a result of the event.